Event description:
It was reported that patient was asymptomatic. It was noted that premature battery depletion was observed on the implantable cardiac monitor (icm). The clinician opted to leave the icm implanted until the battery ran out. The icm remained implanted and was being monitored. The patient was stable before, during and after the event.

Manufacturer narrative:
The reported complaint of premature battery depletion was confirmed. Based on the information provided, it was determined there was unexpected increase in the current drain and drop in the battery voltage, resulting in battery depletion. The root cause of the unexpected increase in current drain and drop in voltage could not be determined with the available data.